Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 389-390 mg/dl resulting in a hospitalization. At the time of the event, the customer suspected an issue with the infusion set may have caused the elevated bg level. A system check was performed and incomplete bolus alerts were observed. Additionally, it was found that the customer had been using the pump supplies for 4 days. Pump labeling indicates that the customer should perform supply changes every 2-3 days. Customer received intravenous therapy as treatment. The customer was released from the hospital the same day with the issue resolved and no permanent damage.